Event description:
Customer reportedly received results of 311 mg/dl and 109 mg/dl within 10 minutes on the aviva combo system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).